Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior laminectomy interbody fusion surgical procedure, it was observed that the motor device displayed an e2 error code. There was a five minute delay to the surgical procedure while a spare device was retrieved. There was patient involvement. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability evaluated the device and observed that the reported condition of an e2 error code could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had an e8 error code and would not rotate. During repair, it was observed that the motor of the device had a bad hall sensor, which caused the device not to rotate and display an e8 error code. The cause of this failure was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.